Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to m/b. Unable to perform any test or verify external flash crc erro alarm due to frozen screen. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had insulin pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm and able to complete rewind. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.